Event description:
It was reported patient's lead had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was partially explanted and new leads were implanted to provide a fully functioning system. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.